Event description:
During follow-up, episodes of false ventricular tachycardia (vt) were observed on the device. It was suspected that the cause of the false vt episodes was atrial fibrillation with fast conduction. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.